Event description:
Connection issues during the implantation procedure: the physician was not able to initially insert the ventricular lead completely into the pacemaker port. The project device was implanted after the set-screw was repositioned.

Manufacturer narrative:
This event concerns a device that was manufactured and used outside the united states. The analysis is pending.